Manufacturer narrative:
The subject ues-40 has not returned to olympus medical systems corp. (Omsc) for evaluation yet. Omsc investigate the subject ues-40 to determine the cause of this phenomenon when omsc receives it. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
After the resection surgery with the ues-40 and the disposable patient plate (bowa 816-092, non-olympus), the burnt patient's skin was detected where the subject disposable patient plate was attached. The procedure was finished normally. According to the attending physician, the patient received appropriate wound treatment for burns.

Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2019-04413. The subject device was not returned to omsc but was returned to olympus europa k.g (oekg). Oekg checked the subject device and found that there was no abnormality of the subject device. Also, oekg stated that if the patient plate could not be attached to the patient's skin properly, the patient might suffered burn on the skin. The exact cause could not been concluded. The proper handling of the patient plate and precautions regarding the patient plate are stated in the instruction manual. If significant additional information is received, this report will be supplemented.